Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/28/2017 with the following findings: during investigation, moisture was found in the battery compartment. A leak test was performed and failed due to an audio bolus button leak, and due to a crack in the battery compartment from the case seal to the bumper. The pump was opened to find moisture on the force sensor plate. The pump was opened to find a cold/cracked solder on the piezo. Unrelated to the original complaint, the audio bolus button cover was torn. The audio tone alarm was inoperable.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was alleged that the battery compartment had moisture in it. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.